Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted from the patient as they were experiencing pain and discomfort. There was no sign of infection noted. No additional adverse patient effects were reported.